Event description:
Anesthesia machine, narkomed 4 malfunctioned intraoperatively. Problem discovered post operatively. The expiratory valve was sticking. Pt experienced a drop in hr 100 to 40/ drop in 02 sats, CPR started. Code blue called. Pt returned to pre-operative status no neurologic deficit noticed. Vs wnl at this time. Pt's diagnosis was severe burns.